Event description:
Related manufacturer reference number: 1627487-2019-06229, 1627487-2019-06230, 3006705815-2019-02296. Follow up information received that the patient underwent surgery in which two leads and the ipg were replaced. There were no allegations of deficiency made against this device. Patient has effective therapy post operation.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-06229, 1627487-2019-06230. It was reported that the patient experienced ineffective stimulation. The patient reported that the system was not providing adequate relief regardless of therapy strength or program. Impedances were checked and all contacts except one were high. The one contact that was not high showed low impedance. The patient may undergo surgical intervention.